Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue installed getinge batteries which were supplied by the customer and was then able to successfully complete the battery runtime test. The stm then completed the scheduled pm and performed full calibration and all functional and safety tests which all passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). The name of the event site has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), the batteries failed the runtime test . There was no patient involvement and no adverse event was reported.